Event description:
N/a

Manufacturer narrative:
Additional information: other relevant history device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one way valve was returned attached to the extracorporeal tubing. - the one-way valve was vacuum tested, and it held vacuum. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. - an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. We are unable to confirm the reported difficulty to hold vacuum. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. Complaint record ID # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to hold vacuum and could not be fully inserted through the sheath. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.